Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2008, product type: extension. Product ID: 3889-28, lot# j0230989v, serial# implanted: (B)(6) 2002, product type: lead. Product ID: 3095-10, lot# serial# (B)(4), implanted: (B)(6)2002, explanted: (B)(6) 2008, product type: extension. Product ID: 3031a, lot# serial# (B)(4) implanted: 2002, product type: programmer, patient. Product ID: 3889-28, lot#j0230989v (B)(4) serial# implanted: (B)(4) 2002, product type: lead (B)(4).

Event description:
It was reported that the patient had a history of chronic interstitial cystitis (ic) and associated urinary urgency frequency syndrome and urge urinary incontinence. The patient used trazodone to help with bladder pain. The patient had their first device placed in 2003 or 2004 when they noticed their bladder pain became ¿livable¿ and their urinary frequency lessened to voiding every 2 to 3 hours instead of every 20 to 30 minutes. A second device was placed on (B)(6) 2008 after a wire came off. It was unknown how the patient was doing now.